Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too large" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message "system volume too large" during pre-use check. The ventilator was investigated by our field service engineer on site and the inspiratory pipe had the membrane latch disengaged. After engaging, the failure did not clear. It was then noticed that the gas module was defective and replaced which solved the issue. The issue was confirmed in the provided log files. A pre-use check was performed which the unit passed. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields #d1 brand name, # d4 version or model and # e1 event site address were required. D1 ¿ brand name ¿ previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. E1 - name and address - previous name and address: (B)(6). Corrected name and address: (B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer ref. #: (B)(4).